Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it ws concluded that the device operated within specifications. Programmed boluses delivered and recorded properly in the bolus history and daily total history screens. No unexpected bolus delivery or bolus history anomalies noted.

Event description:
It was reported that the customer was taken to the emergency room due to high blood glucose and dka. Caller stated that the customer was hospitalized with blood glucose of 427 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.